Manufacturer narrative:
The insulin pump was received with cracked end cap, however pump passed the functional testing, including the operating currents measurement, self test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, broken reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 319 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.